Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has had a history of respiratory issues, end-stage renal disease (esrd) on dialysis, chronic methicillin-resistant staphylococcus aureus (mrsa) driveline infection with bacteremia and long-term antibiotic therapy. The patient had to be taken off coumadin for a couple of weeks due to his international normalized ratio (inr) staying elevated due to poor dietary intake but was eventually put back on. On (B)(6) 2023, the patient was admitted to the hospital with an inr for 2.55 for shortness of breath and chest pain. The patient had an embolic stroke the next day and was intubated. It was found that the patient had occluded radial and ulnar arteries in their right arm and popliteal artery of the left leg as well as a circumferential thrombus in their outflow graft. There were no alarms, the pump operated as intended and the event was not considered to be a consequence of the patient's left ventricular assist device (lvad) therapy. On (B)(6) 2023, the patient's family decided to withdraw care the stop the pump and the patient passed away.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft thrombus could not be confirmed through this evaluation as no images were provided by the account and the device was not returned for evaluation. Additionally, a correlation between the device and the reported events (stroke, arterial thromboembolism, shortness of breath, chest pain), as well as patient outcome, could not be conclusively established through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists device thrombosis, arterial non-central nervous system (cns) thromboembolism, stroke, and death as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.